Manufacturer narrative:
(B)(4). No product will be returned per the customer. The customer's complaint could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received from the FDA a copy of the customer's medwatch report which states: "fluid leaked out of the tubing. Small holes were noted on the sides of the tubing to the end of the line." Patient was receiving pain medical at the time of the event. Risk management stated on (B)(6) 2015 no patient harm occurred as a result of the event. Although requested, no additional patient or event details were provided by the customer.